Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the subclavian vein using the MRI p port isp - groshong catheter. During the procedure when inserting the catheter and a tunneling device to pull the catheter into the pouch, causing the catheter to be fractured and got separated accidentally. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the catheter segment; the photo is not clear enough to identify the surfaces at the end of the catheter tube. Therefore, the investigation is inconclusive for the reported catheter fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the subclavian vein using the MRI p port isp - groshong catheter. During the procedure when inserting the catheter and a tunneling device to pull the catheter into the pouch, causing the catheter to be fractured and got separated accidentally. There was no reported patient injury.